Manufacturer narrative:
This is one of two device reports related to this event. Associated MFR report numbers: 1225714-2014-067227 and 1225714-2015-07228.

Event description:
The additional information received noted that the patient's expired approximately five years later, which ius alleged to have been caused by the product administered to the patient during dialysis treatment.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2009 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event reported for the same patient involving two separate products.